Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA 450677 corrective action implemented for root cause 43.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has no video image it is a snowy image.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had snowy image- no video image. It is unknown what the circumstance was and it's also unknown if there was patient involvement or harm to a patient. A getinge field service engineer (fse) evaluated and confirmed the display issue. Fse replaced mounting plate display, pcb, inverter dc to ac, cable, video receiver to lcd, display to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has no video image it is a snowy image. It is unknown what the circumstance was and it's also unknown if there was patient involvement or harm to a patient.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h10, h11 corrected fields: d5, e2, g2 additional information: e1(event site telephone(B)(6) e3 is unknown (initially it is submitted as "other healthcare professional").